Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this ra lead was capped due to high out of range pacing impedance measurements of greater than 2000 ohms.

Manufacturer narrative:
Combination product: yes. Update 20/feb/2025: it was reported that this right atrial (ra) lead was explanted due to lead fracture on (B)(6) 2024. No additional adverse patient effects were reported.

Manufacturer narrative:
Combination product: yes. Update 20/feb/2025: it was reported that this right atrial (ra) lead was explanted due to lead fracture on (B)(6) 2024. No additional adverse patient effects were reported. Upon receipt, the lead under complaint was found cut 8.5 cm distal to the is-1 connector. The proximal and medial fragments were received for analysis. The distal fragment including the lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation and conductor coil were found squeezed and damaged 7.5 cm distal to the is-1 connector, which probably resulted from a tight suture sleeve. Furthermore, the insulation was found abraded through 22 cm distal to the is-1 connector. The abrasion was consistent with exposure to constant friction against the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported this ra lead was capped due to high out of range pacing impedance measurements of greater than 2000 ohms.